Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery due to a routine pacemaker changeout. It was noted that the atrial lead exhibited noise leading to auto mode switch (ams). The atrial lead was capped (B)(6) 2019 and a new lead was implanted. During the procedure, after the noisy atrial lead was disconnected from the original pacemaker, ventricular pacing was temporarily inhibited for unknown reasons while only the ventricular lead was connected to the original pacemaker. The pacing inhibition was not reproducible and was random lasting 2-3 seconds each time. The physician therefore decided to cap the ventricular lead (B)(6) 2019 and implant a new one. The original pacemaker was also explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.